Event description:
Rptr had implants implanted in 1973 and removed in 8/11/93. Her implants caused pain almost from the time they were put in. Dr said they were safe and would last forever, but they got hard. She couldn't afford to have them out until the truth came out on tv (connie chung show in 1992). By that time rptr was in hmo and dr suspected the capsules had ruptured and he sent her to plastic surgeon who put her in hosp right away, they were removed 8/11/93. Rptr's breasts now look awful. The skin is wrinkled and rough and hurts all the time. She has also had blood in urine since 1973 and been tested for cancer but luckily so far no sign of tumors. She has real red and swollen joints and has to take pain pills all the time. Dr who put implants in, now claims he has no record of ever doing them and rptr has daughter who had them done by same dr a few mos after rptr's were done. Her daughter now has all sorts of problems including ms symptoms. Dr found daughter's records but says hers must have been lost when his basement flooded. (*)